Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that upon removal of a tampon the string separated from the pledget. She manually removed the pledget from her vaginal cavity. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.